Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received under delivering. The blood glucose value was 200 mg/dl. Customer¿s current blood glucose value was 126 mg/dl. Customer had a symptom like nausea. Customer treated with shot and insulin pump for high blood glucose. Customer alleging the insulin pump because of high blood glucose. Customer stated that the drive support cap was normal. The product will return for the analysis.